Manufacturer narrative:
A united states customer reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Quality control (qc) results were within the established ranges. Return of the affected sample is not warranted as the elevated result was not reproducible. Siemens reviewed instrument logs, and found no evidence of any hardware issues affecting delivery of sample or reagent. Additional review showed that one of the instrument's vacuum systems was operating outside of optimal range on the day of the event. Service was dispatched, and adjustments were made to the instrument. The customer is operational. Although a specific cause for the discordant observation was not determined, no product problem was identified.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using reagent lot 103. The initial elevated result was reported to the physician(s), who did not question the result. A second sample was drawn from the patient 30 mins after the initial draw, which produced lower results when tested twice the same atellica im instrument. The customer repeated the initial sample on the same atellica im instrument and obtained a lower result, consistent with those seen for the second sample. The lower result for the initial sample was considered correct and reported to the physician(s). Additional repeat testing of the initial sample was performed on both the original instrument and another atellica im analyzer, and the results were consistent with the lower values seen following the initial test. There are no known reports of patient intervention or adverse health consequences due to the observed result discordance.